Event description:
On 3/27/98, the MFR's sales rep was informed by the facility's rn/or supervisor of the following: the device was non-functioning. On 3/27/98, the device was removed and replaced with another device. Upon removal of the device, it was noted that a tumor had grown around the device. The physician felt that this was not a product defect, but the facility wanted the device checked for liability reasons. No further details were provided at this time.